Manufacturer narrative:
The service rep replaced the single board computer, system interface, universal node, image processor, and hard drive. The system operates as intended.

Event description:
The customer reported the 6800 system had a keyboard error failure displayed on the right monitor. The left monitor went out.